Manufacturer narrative:
The strattice was not returned as it remains implanted. Qa investigation into lot sp100616 resulted in no remarkable findings including (B)(4) devices distributed with no similar complaints reported against the lot and no related deviations or nonconformances revealed during processing. Lot sp100616 was terminally sterilized within the process parameters and met all qc release criteria.

Event description:
It was reported that a newborn had a recurrence through the strattice patch repair of the right congenital diaphragmatic hernia one year after surgery. Strattice was originally implanted on (B)(6) 2019. The newborn already had emergency re-operation and repair on (B)(6) 2020. The re-herniation occurred through the patch of the strattice (not along the margin). Hernia was found through the diaphragm with strattice on either side of the defect. Graft remains implanted. Lot sp100616 was affected.